Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient¿s exact date of birth/age was not reported. However, the patient was born in 1941. This report is for one (1) unknown locking screw. The screw was removed following the intra-operative cement leakage and is not considered to have been implanted or explanted. Per facility, the complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Alternative surgical intervention required due to the joint perforation and subsequent cement leakage. Unknown, as specific part and lot numbers for the locking screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported via a clinical proximal humeral inter-locking system (philos) study that patient (B)(6) experienced cement leakage during a surgical procedure on (B)(6) 2015. The issue was the result of an inserted screw at e1 perforating the joint. The issue was corrected via joint arthrotomy and with removal of the screw. The patient is reportedly still in the recovery process. No additional information is available at this time. This report is for one (1) unknown locking screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Catalog number, gtin, (B)(4) expiration unknown lot unknown device is not distributed in the united states, but is similar to device marketed in the USA.. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no allegation of a complaint against this device; the device functioned as intended. At the time of the initial determination, this screw was described as an unknown screw that had perforated. However, it has been determined that there is no allegation against this screw for this complaint. The associated medwatch is, therefore, being supplemented: this part issue was reported in error. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no allegation of a complaint against this device; the device functioned as intended. At the time of the initial determination, this screw was described as an unknown screw that had perforated. However, it has been determined that there is no allegation against this screw for this complaint. The associated medwatch is, therefore, being supplemented: this part issue was reported in error.